Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia with cgm readings showing highs and a confirmatory fingerstick of 202 mg/dl, while the pump displayed no alarms and the infusion set appeared intact; the person later reported continued concern about insulin delivery despite a partial glucose decrease and was counseled on infusion set change, backup therapy, and remaining disconnected for two hours if using backup insulin. Symptoms included elevated blood glucose. Outcomes included troubleshooting guidance, infusion set replacement, reassurance regarding supply reimbursement, and education on meal announcement and backup therapy. Investigation included technical troubleshooting, review of alerts, and user education. Investigation of this case revealed no device alarms to explain the hyperglycemia and no confirmed infusion set failure, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.